Event description:
It was reported, the screw was difficult to screw in even if it was set at 125 (high friction). The screw was removed and the nail changed.

Manufacturer narrative:
Device will not be returned. No evaluation will be performed. If the device or additional information becomes available, it will be reported in a supplemental report.